Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported on flushing PICC, leaking from insertion site. PICC removed, clear fracture at 7cm. Inserted (B)(6) 2024 to l basilic vein, total trimmed length 47cm, exit marking 6cm, secured with securacath. Used for kadcyla, no interventions for occlusions. PICC removed (B)(6) 2025, a new PICC will be required. Patient has been unwell so the treatment had already been delayed. No harm reported. No other information was provided.